Event description:
It was observed that during the device evaluation, the video system center exhibited the front panel was not working, a main board failure and a large amount of dust accumulated inside the unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the device did not work properly due to main board failure and the front panel was not working had occurred. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.